Manufacturer narrative:
Review of complaint trending did not identify atypical complaint activity related to discrepant patient results. The product lot search did identify atypical complaint activity related to the issue under review. Accuracy testing was completed using retained kits of reagent lot 23263m500. Acceptance criteria were met, which indicates acceptable product performance. Two patient samples were returned and the testing values were the similar to the retest values the customer obtained. A review of labeling concluded that the issue is sufficiently addressed. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. There is no malfunction. The issue was with two discreet patient samples that gave elevated results and when retested the results were as expected.

Event description:
The customer stated that a falsely elevated architect ca 19-9xr result was generated for patient sample ID (B)(6) on (B)(6) 2013. Results of 48.15, 9.35 and 11.60 u/ml were generated for this patient from the same sample tube. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).